Event description:
On (B)(6) 2020: pt reports when port flushed "it hurts", flushes well, no blood return. Pt port de-accessed and re-accessed 2nd time r/t pt. Complaining flushes hurt. When port flushed swelling above port observed, pt. Crying with c/o port hurting when flushed. Dr. (B)(6) made aware. Surgery consulted by dr. (B)(6). Rn talked with dr. Green about swelling during access. Pt de-accessed. Pt tolerated well. Pt had port replaced on (B)(6)20. FDA safety report ID# (B)(4).